Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date of implantation. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. Patient experienced physical injuries, pain, suffering, and disfigurement, as well as excessive levels of chromium and cobalt in her blood stream. There is no mention of revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege:patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2009. Patient experienced physical injuries, pain, suffering, and disfigurement, as well as excessive levels of chromium and cobalt in her blood stream. There is no mention of revision surgery.***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.